Event description:
Patient reported via regulatory agency "constant breast pain, left arm pain and armpit pain." Patient additionally reported "one of my implants was rupture as confirmed by... My surgeon on removal." The following reported events have been deemed not related to the device: "cause health issues, bii, fatigue, reduced movement in arm due to implant. Headaches and constant sinus infection due to bii." Affected side is left. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: constant breast pain, left arm pain, and armpit pain (reportable event of rupture discovered upon explant) note: patient reported one device rupture. However, as there are side specific events reported between this report and contralateral mrn 9617229-2021-60113 and as the rupture could not be definitively associated with a specific side, to remain conservative the event of rupture will be reported against both devices.

Event description:
Regulatory agency stating that a patient reported: "cause health issues, bii, fatigue, constant breast pain, left arm pain and armpit pain. Reduced movement in arm due to implant. Headaches and constant sinus infection due to bii." The events of "constant sinus infection, fatigue, headache, constant health issues" have all been deemed not related to the device. Patient also reports rupture of the device. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, h4, h6.